Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® voluma¿ xc in the cheeks (0.5mls to each side). 6 days later, patient developed bilateral warmth, redness, swelling, and tenderness. Area was non fluctuant. Patient was prescribed ciprofloxacin for 10 days. 11 days after onset, symptoms persisted and patient was injected with three vials of hylenex. The next day, symptoms had not improved and so the patient was started on a medrol dosepak. Symptoms continued to persist and patient was treated with 2 more vials of hylenex. Hylenex was dissolved under ultrasound guidance twice. The patient then underwent a second round of medrol dosepak. Symptoms have waxed and waned throughout the process, but never fully resolved. Healthcare professional reported feeling hard nodules as well. Patient started a 20 day prednisone taper that started at 60mg daily and is also taking doxycycline. Event ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.